Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as high as over 600 mg/dl and it was addressed with a manual injection. Reportedly, the luer lock connection was able to be tightened with ease. It was noted that the customer reverted to manual injections. A follow up with the contact indicated that the customer's bg level was under control. Also, it was noted that the contact inquired about reconnecting the customer to the pump and ended up changing the supplies.